Event description:
Civco was notified on (B)(4) 2010 of the failure of the cover device during an intraoperative procedure. Towards the end of the surgical procedure, surgeon requested an intraoperative ultrasound of the patient's left renal vein and vena cava. An ultrasound tech went to the operating room from the diagnostic vascular lab with the ultrasound machine. Surgeon was given the sterile probe cover to place over the ultrasound probe. The cover was placed and the probe used inside the wound. After the probe was used the surgeon decided to revise a part of the bypass and perform another ultrasound. The probe was removed from the wound and set on the sterile field. At this time a scrub nurse noticed the tip of the probe was through the sterile drape and had contaminated the field. The probe was removed from the field and torn cover removed. The area of surgical field that was known to be contaminated from the tip of the probe was isolated and covered with an ioban. No injury to patient was reported.

Manufacturer narrative:
Facility did not notify civco of the cover failure until (B)(6) 2010. Device was not available for evaluation nor was any remaining product from this lot available for review. Customer returned a cover they opened during the procedure which had torn before use. It is assumed that the cover is from the same lot of product. Customer's description of events were reviewed. Results: actual cover involved was available for evaluation. Returned cover failure appears to be from degradation of a weak area on the cover which tore. Conclusions: no conclusion was able to be drawn. The actual cover was contaminated and discarded by the facility and is not available for analysis. Based on the description of the failure, the cover may have had a weak spot which tore under tension in use. Review of manufacturing records for covers from the same lot do not identify any manufacturing anomalies. No patient injury occurred as a result of this event.